Manufacturer narrative:
Patient-specific information a4: weight is unknown. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) as a bridge to transplant. After approximately 36 days on support, the patient experienced ventricular tachycardia. Point-of-care ultrasound was completed and noted the impella device positioned as 5.4cm and mid-ventricular space. The patient also had low potassium which appeared to be the issue per the physician. However, this was not confirmed. The patient continued on support for an additional seven days before being successfully weaned and bridged to transplant.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ventricular tachycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Corrected information was provided in e4 (reporter also sent report to FDA). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.